Event description:
The customer reported the 9800 system will not display the image and the monitors will not remain stable. It was determined the ccd camera had failed causing a lack of sync when the c-arm is connected and no image when making an exposure. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the camera. The system operates as intended.